Event description:
Additional information received reported that the procedure was completed by using another pipeline.

Manufacturer narrative:
Product analysis #705106286:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box, within a plastic bio-pouch, within an opened pipeline flex inner pouch (b317506), and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex embolization device was returned without its introducer sheath. No bends or kinks were found with the pipeline flex pusher. The pusher sleeves were found damaged. The pusher tip coil was found bent. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The braid ends were found damaged. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿device opens prematurely¿ report could not be confirmed. Possible causes of failure include resistance during delivery, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, or user resheaths device more than 2 times. It is possible the damage found with the pipeline flex pusher sleeves and braid contributed to the event. Damage to the sleeves and braid can occur if the device is advanced/retrieved against resistance. However, the cause could not be determined. (Rosaj10 2022-08-29) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.